Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that the customer had a compromised force sensor system alarm and a motor error alarm. Customer was taking a nap and the pump starting beeping for the alarms. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. The pump was stuck in the prime rewind mode so troubleshooting was not completed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.